Manufacturer narrative:
A ge service representative preformed an on site investigation. The ffb board and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system x-ray tube was arcing causing the system to reboot during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.